Event description:
It was reported to siemens by a service engineer that the system collided with the floor when the user tilted the system. There was no injury and no patient involvement in this case. From the initial complaint description reported on (B)(6) 2022, it was not clear that there had been a collision with the floor. Problems with electronic components were mentioned. Based on additional information received on (B)(6) 2022 stating the system had collided with the floor, the risk associated with the complaint was reevaluated. In a worst-case scenario, if a limb and/or foot was caught between the floor and system parts during tilting, a minor to serious crushing injury might occur. This report has been submitted with an abundance of caution. As of the date of this report, siemens has not been notified of any injury caused by such an event. The reported event occurred in germany.

Manufacturer narrative:
Facility contact name and telephone number were not provided to siemens. Siemens has initiated an investigation of the reported issue and the investigation is on-going. The root cause has not yet been determined. A supplemental report will be submitted if additional information becomes available. Internal ID# (B)(4).

Manufacturer narrative:
H6, h10:the reported event was investigated in detail. According to the information received from the service technician, the footrest was not installed correctly by operator. Therefore, the footrest slid into feed direction and when the table was tilting into head up direction it collided with the floor. The correct attachment of the footrest is described within the system operator manual axd3-500.620.02.02.02; page 295-296. Initially, the service technician at customer site checked the log files and found an error with a controller. Because of the floor collision, the service technician suspected a defect in the motor controller for the tilt drive and replaced the micro master u150 (frequency converter mm440) but this did not resolve the error message. Afterwards, the service technician identified that the error in the log files is depending on the frequency converter cdf30.002 (lust controller). This part is for the tube rotation but has no impact to the table tilting function. The investigation of the log files by system experts showed that the problem with the controller was available for a long time before the footrest collided with the floor. The defect motor controller has no impact to the table tilting function and therefore with the collision. No system malfunction could be identified as cause of the collision. The problem was already solved at customer site with replacing the defective parts and system adjustment by service technician. The complaint has been closed. Internal ID# (B)(4).